Event description:
The atrial lead screw would not stay in the tissue. A defective screw was suspected. Another lead of the same model was successfully implanted. No harm came to this patient.====================== health professional's impression======================not applicable.====================== manufacturer response for pacemaker lead, pacemaker lead======================awaiting response.